Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 300 mg/dl with symptoms of dehydration and extreme thirst. It was reported that the patient did not received any treatment above and beyond the routine diabetes care management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged that air bubble was observed in the cartridge since about three days ago. Review of cartridge filling technique showed that cartridge was filled correctly. No visible structural damage to cartridge or leakage was noted. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an air bubble issue in the cartridge of unknown causes.

Manufacturer narrative:
Follow-up #1 correction to the lot number associated with this complaint is unknown. The previously reported lot number is invalid.